Event description:
Edwards received information that this aortic bioprosthetic valve was explanted after six (6) years, five (5) months due to severe prosthetic aortic stenosis. This was replaced with a 23 mm tissue valve. The patient was transferred from the o.r. Into recovery where he was discharged home on post-operative day #4.

Manufacturer narrative:
The explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, an area of a leaflet had been torn off and was not returned with the device. Another leaflet exhibited a tear and heavy calcification was evident near these tears. Heavy calcification was observed in the remaining cusp areas of all three (3) leaflets and was confirmed via x-ray. Host tissue was minimal to moderate and encroached onto the tissue at the inflow aspect, outflow aspect, stent outflow and stent inflow. Incidental findings: approximately 30% of the sewing ring was cut and the metal band was exposed on the inflow aspect; this damage is likely due to explant. Method: x-ray. Additional manufacturer narrative: the clinical report of stenosis could be confirmed as calcification restricted mobility in the leaflets and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.